Event description:
It was reported that the caller experienced an issue with incorrect pump time settings. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in blood glucose readings above 500 mg/dl or below 54 mg/dl. Customer technical support assisted the caller in updating the pump time and advised them to monitor the time for any further discrepancies. The caller understood and acknowledged the guidance provided.